Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 526 mg/dl. Customer¿s current blood glucose level was 350 mg/dl. The customer was treated with insulin pump and drinking water. The customer declined to perform high pressure test. Customer did not allege that the insulin pump was under delivering. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.